Event description:
The svc report shows that the device exhibited an intermittent audible alarm. The nellcor puritan-bennett customer support engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.